Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic transection. It was reported that two days later the patient coded and subsequently expired. Per the physician the cause of death is currently unknown but not considered device related and possible procedure related. No additional clinical sequelae were reported and the patient has expired.